Event description:
Bone loss and device loosening reported.

Event description:
It was reported that revision surgery was performed due to failure of the devices. The type of failure was not reported. Implantation was in (B)(6) 2009.